Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both controller power ports, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections, as well as several momentary disconnections which did not lead to power switching, between the controller and batteries. Momentary disconnections will result in an audible tone or "beep." Log file analysis also revealed a controller power-up event logged on (B)(6) 2019 at 15:21:54. The data point logged in the controller's internal logs prior to the loss of power revealed that a battery was connected to power port one with 31% relative state of charge (rsoc) and a battery was connected to power port two with 25% rsoc. No anomalies were observed leading up to the loss of power. The data point after the loss of power revealed that a battery was connected to power port one and a battery was connected to power port two. The controller was without power for 12 seconds. As a result, the reported power switching, beeping, and loss of power events were confirmed. A power source lubrication procedure was performed on the associated power sources on (B)(6) 2018. The most likely root cause of the reported premature power switching and beeping events after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: etew2020c82e stent graft, implanted (B)(6) 2018, etew2020c82e stent graft, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching. The patient heard beeps while the controller was connected to two full batteries. The patient removed one of the batteries to change the battery when the controller had a loss of power and then restarted, there was also a loss of power to the vad. The controller was exchanged. No patient complications have been reported as a result of this event.